Manufacturer narrative:
The insulin pump had cracked case at display window corner, reservoir tube lip, and minor scratched display window. The pump was received with blank display due to faulty x2/ib. The pump was unable to perform the functional testing, including the operating currents test, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there was a dead battery on the pump. The customer stated that the battery lid and correct battery changed with no response from the pump. The customer will be sent a replacement pump. The customer will return the pump for analysis.